Manufacturer narrative:
No product has been returned for investigation, radiographs provided confirm the alleged event. No root cause can be confirmed at this time. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
Information received stated a fractured sacral screw on l4-s1 levels was identified. It is unknown if patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received regarding patient information. No plan for revision surgery.